Manufacturer narrative:
(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). At this time, the customer requested that carefusion evaluate the device onsite and is currently awaiting scheduling and evaluation. Once evaluation is complete, if suspect components are identified then they will be returned to carefusion's failure analysis laboratory where a failure investigation will be completed then a supplemental report submitted.

Event description:
The customer reported during set up on the avea ventilator the ventilator displayed and alarm circuit occlusion. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Field service rep evaluation: the reported issue of the suspect device was resolved by performing repair/remediation of the device by the carefusion field service engineer (fse). The device has been tested and it is working to service specifications. Failure analysis investigation: the reported issue of the suspect component was confirmed by the failure analysis laboratory to be related to a known issue that is being resolved by performing remediation of the device under field corrective action z-1609-2015 by carefusion. No further investigation will be performed as the suspect component will require complete remediation.